Manufacturer narrative:
The device was not returned for evaluation; therefore the reported event could not be confirmed as the sales rep was not present during the case. H3 other text : implanted.

Event description:
It was reported that during the surgery, the implant was dropped in an unsterile area. The device was re-sterilized and implanted which caused a surgery delay of 120 minutes.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Iimplanted.

Event description:
It was reported that during the surgery, the implant was dropped in an unsterile area. The device was re-sterilized and implanted which caused a surgery delay of 120 minutes.